Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7/page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reported that her son's blood glucose, carbohydrate intake, and insulin history is as follows: (B)(6). At 9:00 am the school nurse called the mother stating that her son was vomiting at school so she picked him up from school and she gave her son water. At 3:19 pm she took him to the hospital where they placed him on an intravenous therapy of insulin (novorapid). The pod was discarded at the hospital. During the call the patient's bg was reading at 6.9 mmol/l (124 mg/dl) and the patient will be released from the hospital today ((B)(6) 2019). The patient's doctor has been working with the patient's settings and they feels that the patient's omnipod personal diabetes manager (pdm) data or setting is not correct.